Event description:
It was reported that bd maxplus pressure rated extension set had connection issuesthe following information was received by the initial reporter with the following verbatimit was reported by the customer that defective item-extension set¿s blue cap fell off when rn went to flush angiocath (clearly not tightened prior to packaging). Extension set also unable to tighten onto angiocath. And extension set clamp was unable to be clamped by rn.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed